Manufacturer narrative:
Additional device product codes: hty. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure that when the surgeon attempted to pass the 1.25mm guide wire, the guide wire broke, and a fragment remains in the patient¿s bone. The cannulated drill bit was reported as not sharp which resulted in the screw not being placed. It is unknown if there was a surgical delay or if the procedure was completed successfully. Patient outcome is unknown. Concomitant devices reported: unknown screw (part number unknown, lot unknown, quantity 1), 2.7mm cannulated drill bit/qc 160mm (part number 310.670, lot unknown, quantity 1). This report involves one (1) 1.25mm threaded guide wire 150mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part: 292.620 , lot: 19p9665 , manufacturing site: balsthal , release to warehouse date: 11.october.2019 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.